Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The cause of the breach in aseptic technique was not further described. On an unreported date, the patient received treatment for the peritonitis with a single dose of oral ciprofloxacin, 500 mg. On the same day as onset, the patient received treatment for the peritonitis, intraperitoneally, 2 grams, for one day. One day after the onset date, the patient was hospitalized for the event. The treatment for the peritonitis during hospitalization was not provided. It was reported that the patient was not retrained in aseptic technique. One week after the date of onset, the patient¿s pd catheter was removed and pd therapy was discontinued. On unknown dates, the patient was recovered from the event and discharged from the hospital. No additional information is available.